Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked reservoir tube window, cracked lcd window, cracked battery tube threads and cracked end cap.

Event description:
Customer's parent reported via phone call that their daughter's insulin pump was damaged. Customer stated the screen and the battery compartment had cracks. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.